Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, testing was unable to be performed and applied medical was unable to replicate the complainant's experience. In the absence of the event unit, applied medical is unable to confirm whether a product malfunction occurred. Applied medical has reviewed the details surrounding the event and is unable to determine the root cause of the event. The probability and criticality of the harm resulting from this failure have been evaluated and were found to be at an acceptable level. This report reflects the combined initial and follow-up report.

Event description:
Procedure performed: laparoscopic sleeve gastrectomy. Description: dr said she was using the voyant device as per her normal routine, but found the voyant device had poor hemostasis which resulted in her double and triple sealing. Dr said she was called back to the ward later in evening where she was told the patient had 2l of blood in their abdomen from "oozing". Additional information provided by applied lebanon via email 08apr2021: patient was discharged as usual. The surgeon said voyant caused oozing when it was used and had poor hemostasis in comparison to normal. The tissue type being sealed was mesentery and short gastric arteries (all under 7mm). No tension applied to a vessel or bundle that was being sealed. The surgeon noticed insufficient hemostasis throughout the procedure, and triple sealing was needed. There was no eschar buildup on the jaws when the insufficient hemostasis was observed. The jaws were cleaned once during the procedure. No improvement in hemostasis was noted after cleaning. The insufficient hemostasis was seen across all of the sealed area. The jaws were not surrounded by fluid when the device was activated and the insufficient hemostasis was observed. There weren't any generator alarms. No vascular pathology. Device was not activated on diseased or inflamed tissue. The patient did not receive anticoagulant medication. Patient status: patient was discharged as usual.